Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl; cause was unknown. Customer delivered a correction bolus via the pump to address bg. Additionally, it was reported that the customer experienced a low bg of 40-55 mg/dl; cause was unknown. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.